Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a shocking/jolting sensation following a nuclear stress test. It was noted that the patient did follow up with their physician. Further information was requested.